Event description:
A customer contacted global technical services (gts) regarding a leak that appeared on the homechoice (hc) unit during drain 3. The home patient (hp) stated that he had disconnected during dwell 3 and when he returned to reconnect, he pressed go and forgot to reconnect. The hc went into drain 3 and solution spilled all over his floor. The hp stated he immediately pressed stop and is now requesting assistance to start over. Gts assisted the home patient (hp) with ending therapy. Gts advised the hp that they will need to start over with new bags and new cassette. The hp will start over with new supplies. Product surveillance contacted the hp on (B)(6) 2010 and he doesn't recall the specific details of the reported leak problem. He stated that he has since received a new hc and everything is going well. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). Sample availability unknown at this time. If additional information becomes available, a follow up MDR will be sent.